Manufacturer narrative:
Product analysis summary - visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken on one of the drivers.

Event description:
It was reported that the patient underwent a spinal surgery where two screwdrivers were used and broke off when tightening the screws. The screwdriver fragments were easily retrieved from the screw heads. It was also reported that the screws were toggling on the screwdrivers during the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.